Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic video-assisted thoracic surgery (vats) lobectomy, the surgeon was trying to transect the pulmonary vein. The green button was pressed, but it did not work. After several tries, the device was able to enter firing mode. However, during firing, the device stopped. A new reload was used. After the clamp test, the nurse saw all the green light on the screen. However, the device displayed the clamp test message when the surgeon closed the jaw in the vessel. The stapling system set and the reload was replaced to complete the case. There was no patient injury.

Manufacturer narrative:
Additional information: d9, g1(manufacturer name, MFR contact first name, last name, street 1, MFR city, region, postal code, email and phone number), g2, g3, h3, h4, h6 correction: g2(removed user facility) h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The electronic de vice-use logs were also provided. Visual inspection noted that the unload switch was at the home position and there was no damage to the adapter. Functional testing noted that the unload switch was depressed multiple times and showed no hang-ups or sluggishness. The adapter was then connected to the gen2 adapter black box running gen2 acc software and the strain gauge was responsive. The adapter had 13 of 50 procedures remaining. The adapter was connected to a representative handle running v29.1.3 software and the device calibrated correctly. A representative reload was attached to the adapter and was able to be loaded and unloaded without difficulty. The unit was able to be rotated and articulated in all directions without hang-ups or sluggishness. The unit was able to be fired without any issues. After firing, the unit was reconnected to the gen2 acc software and no new errors appeared. It was reported that the device initially fires, but failed to complete the firing cycle. The reported issue was confirmed. The most likely cause was not traced to the device. It was also reported that the screen displayed a yellow swimlane aligned with the adapter symbol. This indic ates a general adapter error. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all m edtronic quality specifications. D10 concomitant product: sigphandle, sig power sigphandle handle (serial #c19aak0194); egia45ctavm, egia45ctavm egia45 curved vas med sulu (lot#n9l0506ky); sigpshell, sig power sigpshell control shell (lot#unk) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.